Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event. B4: date of this report. B5: describe event or problem. D1. Brand name. D4: additional device information. D9: device availability. G3: date received by manufacturer. G4. Premarket identification. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvtb10, implant, tsv, 3.7mmd, lomml, fully textured, microgrooves for evaluation. Visual evaluation was performed. The returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was identified as item tsvtb10. No apparent malfunction was identified with the implant that would contribute to the reported events. Implant matched prints where measured. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product.. A complaint history review by item number was conducted for the tsvtb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental : medical : allergic reaction + bone loss ) based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Refer to attached summary investigation for bone loss. Therefore, based on the available information, a device malfunction did not occur. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. The reported event was non-verifiable with all the available information provided. Bone loss is also a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes ¿ patient code: 1932 inflammation.

Event description:
Doctor reported that implant at tooth site 35 was removed due to allergic reaction and bone loss with inflammation. Patient referred pain.